Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. As the device involved in the complaint has not been returned, the complaint investigation site could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device was discarded.

Event description:
A report was received that the patient underwent a revision procedure due to ineffective therapy. When the surgeon was preparing for the lead revision he was making his way to the burr hole and noticed some scar tissue, and therefore decided to use monopolar diathermy. The physician came too close to the lead which resulted in a shock to the patient. The patient's legs elevated off the table with the shock delivered. The physician stopped using diathermy and replaced the lead. The patient was reportedly doing well post-operatively.